Event description:
It was reported that a user experienced cartridge leakage attributed to incorrect installation, wherein the lure connector and tubing were attached to the cartridge before the cartridge was inserted into the device; the user was instructed to load the cartridge into the device first, then attach the lure connector and tubing. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included troubleshooting and user education conducted by customer support. Investigation of this case revealed user technique as the likely cause with no device malfunction identified. It was concluded that the event was related to use error, and the user will follow correct loading procedure and monitor for recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.